Manufacturer narrative:
1.DHR/bhr review 1 the batch number of the complained product is 3234111, is 18g and product code is 383954, produced on 2023/09, with a total of (B)(4) pieces in this batch. 2 inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. 3 check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2.the customer returned a sample, as shown in the attached photo 1 observed the septum under microscope and no abnormalities were found, as shown in attached photo2 take the sample do 45psi system leakage test, and no liquid leakage was found, as shown in the attached video 3 cut open the sample and take out the septum, observed the septum under microscope, found that there is a hole in the non-center position of the septum, which is caused by the needle being deviated from the center when inserting the septum, as shown in the attached photo 4. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis : 1 according to the analysis of the samples returned by the customer, it was because the needle was deviated from the center when inserting the septum, resulting in an extra hole in the non-center position of the septum, resulting in product leakage after the needle was withdrawn no leakage was found in the test of the sample returned by the customer, which may be due to the long time has not been used, and the septum slit is closed again after re-sterilization 2 the product is 18g, and the needle assembly is assembled at the pg0050 station of the semi-automatic line. It is suspected that the guide gripper is broken,causing the needle can not insert the center of the septum correctly. Corrective action : 1 repair and replace the needle guide gripper, the maintenance records as in attachment .modify the needle assembly machine parameter inspection record document mfg-11030-a, add daily inspections of the guide gripper; 2 training the operator to strengthen inspect needle assembly products. If found the products with eccentric needle, need to be removed, and notify the technicians to adjust the equipment immediately. In summary, this complaint is due to the guide gripper of the needle assembly was broken, failure to insert the center of the septum when assembling the needle, causing the slit of the septum to become larger and leakage. The factory has taken relevant improvement measures and will continue to pay attention to and monitor the trend of defect complaints.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn 18ga x 1.16in qsyte-cap y leaked when used in operating theatre, blood leaked from the extension tube to the backseat of the needle, the defective product could not be returned and a claim was required, no complaint response letter was required, no complaint acceptance letter was required